Event description:
Edwards received information that a 31mm bioprosthetic mitral valve, implanted approximately ten (10) years and two (2) months, was explanted due to unknown reasons. Attempts to obtain additional event information and device were unsuccessful. The explanted device was replaced with a 31mm pericardial valve. There are no adverse events reported following explant.

Manufacturer narrative:
The explanted device was not returned to manufacturer. Without return of the device this explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.